Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited undersensing of the p wave noted during a high ventricular rate episode. Programming changes by reducing the post-ventricular atrial blanking (pvab) were suggested; however, no changes or interventions were reported. The patient¿s condition was not known.